Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported breakage (balloon separated at the proximal seal) was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheath was not returned. The reported material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing or labeling. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue related to the design, manufacturing or labeling of the device.

Event description:
Revised event description: it was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery (lad). Pre-dilatation was performed with a 2.25 x 8 mm balloon. There was slight difficulty removing the protective sheath from the first 2.5 x 12 mm implant delivery catheter, and slight resistance during advancement through the introducer sheath. The device was advanced to the lesion, but when attempting to deploy the implant, the device would not hold pressure. The inflation device was changed thinking this was the issue, but the balloon still would not inflate properly. The delivery catheter was removed with no reported resistance, but it was noted that the balloon had flipped inside out. The implant was located in the left main and was retracted with a partially inflated balloon, but only made it to the arm where it remained. A new 2.5 x 12 mm delivery catheter was prepped and also had issues removing the protective sheath. The device was advanced to the lesion and pressurized but the balloon could not be inflated. Contrast media was seen leaking out proximal to the implant, but the delivery catheter was able to be removed from the patient with the implant intact. After removal from the patient, the device was attempted to be inflated and a gap was noted between the balloon and the shaft, which likely occurred during sheath removal. A non-abbott drug eluting stent was used to treat the lesion with no further issues. The patient is doing well. No additional information was provided.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery (lad). Pre-dilatation was performed with a 2.25 x 8 mm balloon. There was slight difficulty removing the protective sheath from the first 2.5 x 12 mm implant delivery catheter, and slight resistance during advancement through the introducer sheath. The device was advanced to the lesion and inflated, but there was difficulty during deflation. The inflation/deflation device was changed thinking this was the issue, but the balloon still would not deflate properly. The delivery catheter was removed and it was noted that the balloon had flipped inside out. The implant was located in the left main and was retracted with a partially inflated balloon, but only made it to the arm where it remained. A new 2.5 x 12 mm delivery catheter was prepped and also had issues removing the protective sheath. The device was advanced to the lesion and inflated, but could not be deflated. Contrast media was seen leaking out proximal to the implant, but the delivery catheter was able to be removed from the patient with the implant intact. A non-abbott drug eluting stent was used to treat the lesion with no further issues. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The additional 2.5 x 12 mm device referenced is being filed under a separate medwatch report.